Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and a cartridge change error occurred due to customer "forcing" cartridge into the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the cartridge was successfully reloaded, and insulin delivery was resumed. There was no adverse effect to the customer's blood glucose level.